Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
It was reported that the device was interrogated in the office and the new software was loaded on it. The device tripped to elective replacement indicator (eri) a few days later. The device was removed and another was replaced. No patient complications have been reported as a result of this event.